Event description:
Per the clinic, the patient developed wound dehiscence and bacterial infection at the implant site. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2026 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.